Event description:
Pt alleges first set of implants were removed due to having numberous side effects. Pt alleges the second set is not any better than the first and also has calcification due to the implants.